Manufacturer narrative:
Plastic deformation and burnishing was observed on the surface of the constrained liner. This was likely due to head/neck impingement which occurred during the reported dislocation(s). This resulted in the disassociation of the femoral head from the constrained liner.

Event description:
It was reported that revision surgery was performed due to disassociation.